Manufacturer narrative:
Follow up information from consumer on 22-jul-2015: consumer was (B)(6) and was not pregnant. She reported that three weeks after insertion she had shooting pains up back, dizzy; she was disorientated; she could not drive because of panic attacks; she said she was anxious, felt fluttering feeling in her uterus (felt like a baby kicking), could not work and her husband had to come home to help her and she could not take care of her child. In (B)(6) 2015 she had the essures removed by a reversal specialist and all the issues resolved. Follow-up received on 13-aug-2015: the required number of follow-up attempts has been completed with no response to date. Case considered to be closed. Company causality comment: this spontaneous non-medically confirmed case report refers to a (B)(6) female consumer who had essure (fallopian tube occlusion insert) inserted and around three weeks after insertion she began having a fluttering in her uterus/pain, she felt like a baby kicking. Essure was removed and her symptoms stopped. This event was considered serious due to medical significance and listed in the reference safety information for essure. Abdominal, pelvic and uncharacterized pain may occur after essure insertion. Therefore, given the nature of the reported event, positive temporal relationship and considering that her symptoms stopped after essure removal, causality with essure cannot be excluded. Additional non-serious events were reported. This case was regarded as incident due to the required intervention for essure removal. Product technical complaint (ptc) analysis concluded to an unconfirmed quality defect (no batch number was provided). Medical ptc assessment considered that, based on the available information, there is no reason to suspect quality defect of the product. Further information could not be obtained.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Event description:
This is a spontaneous case report received from a female consumer of unspecified age in united states on (B)(6) 2015 who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2014. Consumer stated that insertion occurred (B)(6). Within 3 weeks of the procedure, she began having shooting pains up her back, heavy vaginal discharge, yeast infections, bleeding after intercourse, panic attacks, and dizzy spells to where she could not drive. She was unable to take care of her children because of her condition. She returned to her physician who informed her that it could not be the essure that was causing her problems, but she was a perfectly healthy woman with no other health issues before essure. Her physician told her that essure could not be removed and the only way would be to perform a hysterectomy. Months went by and the symptoms continued. Around the fourth month after essure, in (B)(6) 2015, she began having a fluttering in her uterus and that was when she knew she needed to get the implants removed. On (B)(6) 2015, essure was removed and a tubal ligation was done. After that, her symptoms and pain stopped. Ptc investigation result was received on 24-jun-2015. This adverse event report is related to a product technical complaint (ptc). (B)(4). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. No new failure mode has been identified. Medical assessment: this ptc was initiated due to a request for confirmation of quality. The reported adverse events considered related are known possible undesirable events and not indicative of a quality deficit per se. No batch number was reported. Without this information no batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. Neither batch number nor complaint sample were available for further technical investigation. The technical assessment concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Company causality comment: this spontaneous non-medically confirmed case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and around the fourth month after insertion she began having a fluttering in her uterus/pain. Essure was removed and her symptoms stopped. This event was considered serious due to medical significance and listed in the reference safety information for essure. Abdominal, pelvic and uncharacterized pain may occur after essure insertion. Therefore, given the nature of the reported event, positive temporal relationship and considering that her symptoms stopped after essure removal, causality with essure cannot be excluded. Additional non-serious events were reported. This case was regarded as incident due to the required intervention for essure removal. Product technical complaint (ptc) analysis concluded to an unconfirmed quality defect (no batch number was provided). Medical ptc assessment considered that, based on the available information, there is no reason to suspect quality defect of the product. Further information is expected.